Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced catheter kinking/bent during infusion. The following information was provided by the initial reporter: after the infusion of amicillin to the patient at 9:13 on (B)(6) 2020, the liquid could not be dripped into the vein and the tube was blocked with normal saline. After the removal, the catheter was found to be bent and could not be used normally. After replacement of the indwelling needle, the needle was punctured again.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced catheter kinking/bent during infusion. The following information was provided by the initial reporter: after the infusion of amicillin to the patient at 9:13 on (B)(6) 2020 the liquid could not be dripped into the vein and the tube was blocked with normal saline. After the removal, the catheter was found to be bent and could not be used normally. After replacement of the indwelling needle, the needle was punctured again.

Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 9169578. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units were performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.